Event description:
It was reported that the patient heard an audible alarm and interrogation revealed an out of range right ventricular pacing impedance. The device is programmed off. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.